Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for ventricular tachycardia with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a pericardial effusion requiring surgical intervention. During ablation, the patient reported chest pain and a pericardial effusion was confirmed via ultrasonography. Patient was transferred to the operating room for a partial left ventriculectomy. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event. Patient outcome was worsened. Medical history included a pericardial effusion. Factors cited that may have contributed to the adverse event include a difficult and unsuccessful attempted epicardial access. Physician did not provide a causality opinion. There were no issues or errors reported on any bwi products or equipment during the procedure. There is no information regarding transseptal puncture. There is no sheath information. Generator was set on power control mode with default cut-off parameters (unspecified). There is no information regarding generator settings, power titration, or last ablation cycle time at the site of injury. Overall ablation time at the site of injury was 2 minutes. Irrigated catheter flow was set on default settings (unspecified). Patient received anticoagulant during the procedure with activated clotting time (act) maintained between 300-350 seconds. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter.